Event description:
Procedure type: cervical fusion. According to the reporter, a cervical fusion (acdf c4-7) was performed on (B)(6) 2011. When the hardware was removed on (B)(6) 2012, three broken screws were observed. The pt appeared to have fusion at c5-6 and c6-5. There were no known traumatic events post acdf. No revision surgery was performed. No additional info has been received regarding this incident.

Manufacturer narrative:
(B)(4).